Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam degradation was observed within the device assembly. No error codes were found in the device log history.